Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient ((B)(6) kg) underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation on the cavotricuspid isthmus line, a steam pop occurred. Cardiac tamponade was confirmed and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Patient¿s condition improved at the following day. There¿s no information regarding extended hospitalization. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a brk transseptal needle 71cm. A ¿high force¿ red flashing was observed on the system. The irrigation was set within standard flow settings for thermocool® smart touch® sf uni-directional navigation catheter at 15ml/min. The force visualization features used included graph, dashboard, vector and visitag. The color option used prospectively was force time intervel (fti). The reported steam pop is not reportable. Steam pop is not considered to be a device malfunction.